Event description:
During preventative maintenance of the device, the user reported, the roller pump would not operate in reverse mode. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.